Event description:
A doctor reported to baxter (B)(4) that the patient had a leak in their transfer set in the area of the twist sleeve/clamp. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample was received and evaluated. Upon visual inspection it was noted that one of the occluder feet were broken at the top. The complaint was confirmed in the lab for leak broken occlude feet. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.